Manufacturer narrative:
Date sent to FDA: 10/25/2022. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2021 during which the surgeon noted a severely scarred piece of previously placed mesh was encountered and this was very carefully dissected free from the external oblique as well as the inguinal ligament. It was noted that the mesh continued through the deep ring into the preperitoneal space. There was very dense and severe adhesions circumferentially around the mesh where it was adherent to the cord structure. He attempted to proceed with further explantation of the residual portion of mesh, which was in the preperitoneal space, but this was severely adhered to the tissues. He then identified the iliohypogastric, as well as the ilioinguinal nerves and they, were ligated as high as possible. It was reported that the patient experienced nerve resection. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/28/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.